Manufacturer narrative:
The customer's address is unknown. Unknown, (B)(6), USA has been used as a default as only the state/country were provided. A complaint of mold being found on the set was received from the customer. No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for model 20027e, lot number 21129163 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04 dec 2021.there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris smartsite extension set had mold on the product. The following information was provided by the client: "an amio filter that was just taken out of the package. It has what appears to be mold."